Event description:
The customer reported the images on the left monitor were over saturated (dark). The field service engineer noted the left monitor was defective. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.